Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm. Customer stated that they experience high blood glucose. Blood glucose value was 300 mg/dl. Customer was able to see large air bubbles in the tubing. Customer stated that auto mode or smart guard feature was active at the time of event. No harm requiring medical intervention was reported. The device will not be return for analysis.